Manufacturer narrative:
The controller data was downloaded and analyzed. No issues were observed, and device functioned as expected. The physician determined that the event is not device related.

Event description:
The patient complained of increased abdominal bloating at the day 1 follow-up call. At the day 4 follow-up call, the patient had an additional complaint of shortness of breath. The physician referred the patient to the local emergency department. The patient was assessed with a CT of the abdomen for possible perforation. The CT was negative for perforation. The patient received an inhaler and respiratory toilet with resolution of the shortness of breath. The emergency department physician attributed the shortness of breath to the patient's history of chronic obstructive pulmonary disease, and the patient was given prednisone for 5 days to address the chronic obstructive pulmonary disease. The physician believes that this event is not related to the cryoballoon ablation treatment. A hospital representative subsequently spoke with the patient after his discharge, and his abdominal bloating had returned to baseline and no longer had shortness of breath.